Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with epithelial membrane disorder discovered six weeks post lasik. The patient noted eye strain, blur and discomfort. Sodium chloride hypertonicity ophthalmic ointment and drops were prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the patient has a corneal erosion in the right eye with surrounding edema. A bandage contact lens was placed and the patient was instructed to lubricate aggressively. The patient noted pain and blur.